Manufacturer narrative:
Corrected information: section b5 - describe event or problem: through follow up we learned that there was no patient contact with the lens. The tear on the lens was observed while it was in the cartridge and another lens was used. Upon further review of the additional information received providing that there was no patient contact with the device, it was determined that this event is no longer reportable. Therefore, no further information will be provided under MFR report number # 3012236936-2023-00614. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) placed in the cartridge was torn during the operation. No further information is available.